Manufacturer narrative:
(B)(4). The recipient internal device was repositioned. After surgery the recipient was prescribed antibiotics (clindamycin) for six weeks. Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has been resolved and the recipient is reportedly doing well. The recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing skin breakdown at the implant site. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted.